Event description:
A health professional reported that the tulip of an es2 integrated blade screw disengaged upon removal of the screw intra-operatively. The procedure was completed successfully with no adverse consequence to the patient.

Manufacturer narrative:
Additional data: d9, h3 corrected data: g1 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.